Manufacturer narrative:
H6; dislodged anvil. The analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification.

Event description:
It was reported that a tbs35 was used during a laparoscopic assisted vaginal hysterectomy procedure.it was reported by the affiliate that after the first firing, the jaw would not open. Finally was able to remove device. There was no consequence to the patient.